Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 called was 600 mg/dl. The customer called the emergency medical service. The customer refused treatment. Customer was wearing the pump at time of 911 called. Customer stated that his blood glucose was high because he thinks the insulin was bad. The customer discarded the insulin and started with a new bottle. The paramedic stated that customer reservoir was empty and he had to start a new one and that could have also caused it be high.